Event description:
Patient reported to lfs on 2/2002 that their meter display was missing segments and patient was hospitalized. The call was documented by cust. Serv. Rep. Cust. Serv. Rep., spoke to patient and pt provided cust. Serv. Rep. With the following information: patient stated since november, their ot profile meter started to give erroneous results and meter display was missing segments. Patient decreased the number of times they were testing on meter from 2-3 times a day, a few times a week. Continued to take set dose of glyburide pills. In 2002, patient fell asleep on the couch. When patient woke up, around 4:30pm, their right arm was locked across their chest. Pt believes that they had a seizure while asleep. Family member called doctor and then paramedics. Paramedics tested blood surgar (does not remember result, stated it was high) and gave IV fluids. Taken to ER. Blood tested in ER (unknown result) and admitted to hospital. Unknown if treated in ER. Stayed in hospital for 8 days. Treated with glyburide pill in the morning initially, then insulin in the morning and at noon. Unknown amounts. Patient was also given medication for other health conditions. Discharged 7 days later. Glyburide dosage was changed after hospitalization. Patient stated doctors did not know what happened. Patient does not know diagnosis at the hospital. They mentioned it was not a stroke or heart attack. Pt believes incident occurred because they stopped taking dilantin. Pt had stroke in 1994 and took dilantin for aabout 3 years before patient stopped because patient was feeling fine. Pt now takes dilantin twice a day. Patient did not test on meter on day of incident but took glyburide. Patient did do a test the day before seizure.